Event description:
It was originally reported that the patient's device was removed. The healthcare provider confirmed that the patient experienced a lack of effect. The patient's device stopped working following a fall. It was reprogrammed without success. The total device system was removed. The patient recovered without sequela.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. The device was functioning okay. The access hole adhesive was cut. Foreign material was found in the connector ports. The connector block and titanium can were scratched. A good stable output was observed on each electrode pair.